Manufacturer narrative:
The solex 7 catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient treatment for fever management, the solex 7 catheter was inserted into the internal jugular vein. The insertion was smooth from the first attempt. After approximately 12 hours, during the normothermia phase, the nurse reported that the patient's temperature was rising and that the pinwheel on the start-up kit (suk) was not spinning. The customer was instructed to check start-up kit (suk) tubing and no kicks were noted. The suk in and out luers were removed from the catheter and connected for testing purposes. The user noted a spinning wheel on the suk tubing suggesting the kink in the catheter balloons. The instructions were provided to the customer on how to replace the catheter and continue the treatment. Per the physician, the patient was switched to surface temperature management for normothermia maintenance, and the catheter was continued to be used for intravenous access for medications without issue per nursing staff. No consequences or impact to patient.